Event description:
In 2006, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was displaying the battery indicator symbol. Four days later, the medical affairs specialist (mas) spoke with the patient to obtain and verify information. For approximately two weeks, the patient noted the reported meter was displaying the battery symbol; she was unable to obtain a blood glucose reading. According to the owner's booklet, the battery symbol will be displayed when there is not enough power left in the battery to perform a test; the battery must be replaced. In 2006, the patient was at a scheduled physician's office visit, and was experiencing the symptom of being thirsty. The physician recommended the patient be taken to the emergency room. Her blood glucose level was tested to be 355 mg/dl, and she was treated with insulin. The patient takes the oral diabetes medications glucophage (metformin) 1000 mg per day and amaryl (glimepiride) 4 mg per day. The patient had continued to take her normal meals and medications during the time period. She was unable to test her blood glucose levels. The patient has no backup meter. The customer care advocate (cca) determined during the troubleshooting telephone call that the patient had not replaced the meter's battery according to manufacturer's recommendations. According to the owner's booklet, the expected battery life is 1000 tests or approximately one year. The meter, test strips and control solution were replaced. Although the patient had not replaced the battery as recommended, she was unable to test her blood glucose level due to the power issue on the meter; she became hyperglycemic and received emergency medical attention and treatment with insulin. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.